Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to loss of capture. Should additional information be received, this file will be updated.

Manufacturer narrative:
1/17/2017 - the FDA shared an sus voluntary event report, reference number mw5066874. The patient underwent an ICD lead laser extraction and replacement and generator change to repair a lead fracture on a lead placed on (B)(6) 2012. Generator had 19% battery life remaining. During the extraction and process, the patient developed an avulsion of the svc/ra and all along the innominate vein. Emergency sternotomy performed with cell saver and multiple transfusions. Despite aggressive treatment, the patient expired. The date of death is listed as (B)(6) 2016. Patient codes were updated to reflect the new information. Outcome and type of reportable event were changed as well.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.